Event description:
It was reported that the customer experienced ongoing difficulties with installing cartridges into the pump since early january 2025. There was no adverse impact on the customer's blood glucose level. The customer attempted multiple installations with the same cartridge and was advised by customer technical support to monitor the situation, take a video if the issue reoccurred, and submit photos for further troubleshooting. No damage was found in the reviews of the submitted photos, and no further actions were required as the case was closed.